Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 579 mg/dl at the time of the incident. The customer¿s current blood glucose level was 350 mg/dl. Customer experienced nausea, tiredness and feeling thirsty due to high blood glucose event. Customer stated that insulin pump died on her and led to event. The device will not be returned for analysis.